Event description:
During low vacuum delivery, mityvac m-style mushroom cup popped off x 2 with first pull. Two different vacuum handles were used with the cup but it did not work with either handle. Used a second mityvac m-style mushroom cup with the original handle and the vacuum cup worked without difficulty. The infant was delivered with next contraction/pull. No harm to infant.====================== health professional's impression======================not known